Manufacturer narrative:
Results: stent deformation. Device or procedural images not provided for review. Lesion morphology - stent got stuck in stenosed lm trunk. Device not returned for evaluation. Conclusions: stent deformation. Device not returned for evaluation. Lesion morphology - stent got stuck in stenosed lm trunk. (B)(4).

Event description:
Physician was attempting to deliver one resolute integrity drug-eluting stent to the patient. The device was inspected before use with no issues noted and the lesion was pre-dilated. It is reported that during attempted positioning, the stent got deformed in the stenosed left main trunk which was short of the lesion site. The device was removed and another unknown device was used to complete the operation. The physician determined the event was not caused by a device failure. No reported patient complications.